Event description:
It was reported that there was an infection. The patient had a (B)(6) infection 5-6 years prior to this report. The health care professional had to remove the patient¿s spinal cord stimulator. Patient was interested in doing the trial again to get pain relief. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 749851, serial# (B)(4), implanted: (B)(6) 1998, product type extension; product ID 3998, lot# l56678, implanted: (B)(6) 1998, product type lead; product ID 3550-09, lot# la5304, implanted: (B)(6) 2002, product type accessory. (B)(4).

Event description:
Additional information received reported that stimulation therapy was the only thing that helped to treat the patient's pain.

Event description:
Additional information received reported the patient had called one month prior to report and had requested literature about the spinal cord stimulation (scs) therapy but the patient had never received it. It was stated when the implant was removed years ago the health care professional (hcp) had told the patient they had to wait for 1 year before they would consider "doing anything else" because of the (B)(6). It was noted they would do the trial period and wait for 6 months to make sure (B)(6) did not come back. It was noted the mrsa was not active at the time of report.